Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device was implanted less than three months ago but it showed five years battery remaining. The setting s were not excessive, and pacing was less than 50 percent in atrial and ventricle. Additional information indicated that the analysis showed that the device was at high rate atrial sensing at an average of 336 bpm and it can cause an increase in power consumption. Field representative considered programming the device to a non-atrial brady mode and turn off the atrial lead to reduce power consumption. This ICD device remains in service. No adverse patient effects were reported.